Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringe experienced molding defects with short shots which were noted prior to use. The following information was provided by the initial reporter: on 08/19/2019, before use, the customer found 1ea abg plunger broken.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd preset¿ arterial blood collection syringe experienced molding defects with short shots which were noted prior to use. The following information was provided by the initial reporter: on (B)(6) 2019, before use, the customer found 1ea abg plunger broken.